Event description:
It was further reported that oversensing of noise, high impedance, a spike in impedance and noise were noted on the right atrial (ra) lead. The ra lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and undefined impedance and intermittent noise with manipulation was noted on stored electrograms (egm). During revision it was noted the set screw was not correctly inserted in the header. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.